Event description:
The complainant reported a patient was implanted with an impella 5.0 device for mechanical circulatory support. While on support, the patient pulled the impella back over 20cm. The graft was intact, but the decision was ultimately made that the patient would probably benefit from completely removing the impella and not reinserting as it was well out of the axillary artery. The patient was successfully weaned, and the device was explanted.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.